Manufacturer narrative:
(B)(4). Patient age unknown / not provided, patient sex unknown / not provided, device brand name unknown / not provided, device product code unknown / not provided, device item and lot number unknown / not provided, initial reporters last name unknown / not provided.

Event description:
The doctor reported, when implant was restored, the hex was damaged and the unknown abutment screw fractured off into the implant (tsvwb10). As a result the implant was trephined out.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following section was corrected: d2: the device product code is unknown. D8: marked "no information".

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted upon FDA request as a correction because the supplement report #2 could not be processed due to missing supplement report #1. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following section was corrected: d2: the device product code is unknown. D8: marked "no information".